Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for alt alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (alt) and ast aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation(ast) on two cobas 8000 c 702 modules. Erroneous results were reported outside of the laboratory. This medwatch will cover c702 module with serial (B)(4) (c702 module b). Refer to medwatch with (B)(6) for information on the c702 module with serial (B)(4) (c702 module a) erroneous results. (B)(6). There was no allegation that an adverse event occurred. The last monthly maintenance prior to the event was performed on 06/19/2017 where cuvettes and the photometer were replaced. Calibration and quality controls were acceptable. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Since calibration and qc were acceptable, both an instrument and reagent problem can be excluded as a root cause. The customer has not complained of any additional issues.